Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "mechanical circulatory support for high-risk surgical aortic valve and ascending aortic 4 replacement in severe bicuspid aortic valve stenosis: a case series". Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "mechanical circulatory support for high-risk surgical aortic valve and ascending aortic 4 replacement in severe bicuspid aortic valve stenosis: a case series", was reviewed. The article presented a case study of a 66-year-old female patient with crohn¿s disease, advanced osteoporosis, right breast cancer treated with mastectomy and breast reconstruction, and current smoking history. It was reported that on an unknown date, a 23mm trifecta gt valve was chosen for implant. Post-procedure, it was reported weaning from cardiopulmonary bypass (cpb) proved unsuccessful despite appropriate inotropic support due to severe left ventricular impairment. Veno-arterial extra-corporeal membrane oxygenation (va-ECMO) was initiated and the patient was stabilized before being transferred to cardiac surgical intensive care unit. The patient required prolonged respiratory weaning due to impaired preoperative respiratory function necessitating tracheostomy before being discharged on day 56 with specialist heart failure follow-up. It was then reported 5-months post-procedure, the patient was diagnosed with streptococcus mitis prosthetic aortic valve endocarditis. The patient was successfully treated with culture-directed antibiotic therapy. [The primary and corresponding author was ioannis dimarakis, division of cardiothoracic surgery, university of washington medical center, 1959 ne pacific street box #356410, seattle, wa 98195-6410, with corresponding email: ijd22@uw.edu].

Manufacturer narrative:
As reported in a research article, mechanical circulatory support for high-risk surgical aortic valve and ascending aortic 4 replacement in severe bicuspid aortic valve stenosis: a case series. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: mechanical circulatory support for high-risk surgical aortic valve and ascending aortic 4 replacement in severe bicuspid aortic valve stenosis: a case series.